Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate antitachycardia pacing due the implantable cardioverter defibrillator misinterpreting the supraventricular tachycardia rhythm incorrectly. The patient was brought into clinic on (B)(6) 2018 and the device was reprogrammed. The patient would be continued to be monitored.